Event description:
A report was received that the patient's clik anchor protruded under the skin at the paddle lead site, and this caused discomfort to the patient. The patient underwent a revision and did well postoperatively.